Event description:
It was reported that during a peripheral intervention procedure, stent deployment issues were encountered. The target lesion was located in the proximal superficial femoral artery. The physician placed a 7x150x75 innova stent at the bifurcation of the final part of the common femoral artery and the deep femoral artery. The physician deployed the stent, taking care that the stent did not move and would not cover the deep femoral artery. When the physician pulled the manual pull grip he saw that the stent, which extended by 2cm, was jutting out into the common femoral artery and covering the deep femoral artery which he had tried to preserve. The procedure was completed with this device with no patient complications reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).